Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became entrapped on the wire. A jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, the device became bound on the non-bsc wire. They had to stop treatment and remove the wire and device. After they removed it, there was no more further action necessary. The procedure was completed with this device. There were no patient complications and the patient was fine.